Event description:
It was reported that an ilet user experienced elevated blood glucose, rising from 327 to 340 during a call, after a recent cartridge change and two days since last supply change; the user reported no visible insulin leaks or tubing kinks, did not perform a tubing test, did not make meal announcements, and administered a manual 5-unit dose of rapid-acting insulin while the ilet was paused for two hours, then planned to seek supply change assistance at a diabetes center. Symptoms included hyperglycemia. Outcomes included a minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.